Event description:
Incident details surrounding event dr's "attempted to do a mara but they stated that the syringe would not fill up with saline once illuminated green on top of the mara console." " this was the only probe that they had on hand so they were unable to complete the procedure." "Patient was not able to be treated after having gone through sedation." 1216677-2022-00345 mara probe ddk-16-050 (B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. *analysis and findings (B)(4). *was the complaint confirmed? Yes. Manufacturing record review: applicable: review of records for lot m-211015-01 did not reveal any anomalies. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: this is the first complaint in which the syringe piston did not connect to the console product receipt date at aegea site for investigation: january 3, 2023. Visual evaluation: returned in original packaging? Tray missing. - no. Evident product had been inserted into patient (blood on shaft, tip)?- no. No saline present inside syringe? (If yes, syringe replaced for functional evaluation) - no functional evaluation: method: probe connected to inspection station equivalent to the handle sub-assembly final inspection workstation (cartridge conduit adapter (tl0264) connected to the fiso iqc hardware (tl0185) and fiso iqc software (tl0186)) to read and record the probe's eeprom data. *eeprom records the last 2 occurring alerts. If two alerts are listed, it is possible additional, prior alerts may have occurred. Because the vapor probe had only progressed to the connection state and the syringe was dry, the probe was connected "as-is" to console (dv10) in attempt to perform a simulated use procedure. At the beginning of simulated use, the console syringe pump "t-bar" extends, connects to the syringe piston, and retracts to draw saline from the spiked bag. In this test, the t-bar reached, but did not connect to the piston and therefore did not draw in saline. The reported complaint was confirmed. The location of the piston (4.08" from the bottom of the syringe to the piston) confirms it was likely pushed to that position in clinical use. This can occur if the piston was misaligned with respect to the t-bar. Piston location reported issue confirmed. The root cause could be inadvertent movement of the piston caused by the user during device preparation. Or, it could have been caused by manufacturing not correctly installing the piston. For trending purposes, the root cause will be attributed to manufacturing as the most probable cause. No action is required given this is the first complaint of this type. *correction and/or corrective action /*preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event: dr's "attempted to do a mara but they stated that the syringe would not fill up with saline once illuminated green on top of the mara console." "This was the only probe that they had on hand so they were unable to complete the procedure." "Patient was not able to be treated after having gone through sedation." Mara probe ddk-16-050 (B)(4).